Event description:
It was stated that the customer was found unconscious at her home and was taken to the hospital with a blood glucose reading of 18 mg/dl. It was stated that the insulin pump was exposed to a CT scan prior to the event. Troubleshooting was performed and the insulin pump passed the displacement test. The customer changed the infusion set the day prior to the event and was not connected to the infusion set during the manual prime. The insulin pump was programmed correctly, but the customer could not recall programming a bolus that was in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.